Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A correlation between the device and the reported right heart failure, stroke, and bleeding could not be conclusively determined. Right heart failure, stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system the pump returned with the driveline cut approximately 15.5 inches from the pump housing and the severed portion of the driveline returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed red, non-laminated depositions of tissue and blood extending from the lumens of the inlet tube, knitted graft and inlet elbow, throughout the pump, and into the outflow graft. These depositions appeared to have developed due to poor surface washing as the result of a low flow event or an interruption in flow through the pump; however, a specific cause for the interruption in flow cannot be conclusively determined. Examination of the pump bearings, rotor, and blood contacting surfaces under a microscope, revealed no abnormalities that could have contributed to the formation of the depositions. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the vad coordinator indicated the patient had a subarachnoid hemorrhage with hydrocephalus which required a ventriculostomy. The patient's pre-existing medical history included hyperlipidemia, hypertension, coronary artery disease, cardiomyopathy, left ventricular thrombus, and diabetes. It was reported that the patient experienced the hemorrhagic stroke second to anticoagulation and right heart failure requiring a right ventricular assist device. It was reported that the pump was functioning as expected for the patient's condition and there were no alarms. It was reported that the patient was never discharged from the hospital after initial pump implantation on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 30 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had worsening neurological function and a CT scan of the head showed a subarachnoid hemorrhage and intraventricular hemorrhage. Neurosurgery was consulted and a ventriculostomy was placed. The patient eventually had loss of all neuro function and after an inconclusive apnea test, a brain flow nuclear scan read on (B)(6) 2015 showed no brain perfusion, consistent with brain death. The patient was declared brain dead. Further information was requested, but not provided. Information from user facility medwatch report, # (B)(4): event description: patient had worsening neurological function and CT of head show sah and ivh. Neurosurgery consulted and ventriculostomy placed. Eventually loss of all neuro function and after inconclusive apnea test, a brain flow nuclear scan read on (B)(6) 2015 at 0441 no brain perfusion consistent with brain death. Patient declared brain death.